Event description:
It was reported that during a stent procedure, the stent delivery system could not be advanced to the lesion, which was located in a moderately tortuous rca. The stent delivery system was then pulled back into the guiding catheter (contrary to IFU), and the stent came off the balloon. The separated stent was located in the circumflex and was retrieved using a snare device.